Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, d6b, g4, h4, h6 MDR section codes updated/corrected: a, b, c, d, e, f, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. Explant date is unknown the cause of the patient¿s shoulder subluxation reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 320-42-00 - equinoxe reverse 42mm humeral liner +0: 5669675; 300-30-10 - equinoxe preserve stem 10mm: 5488168; 320-10-00 - equinoxe reverse tray adapter plate tray +0: 5684190; 320-15-04 - rs glenoid plate r post aug, 8 deg, right: 5303430; 320-15-05 - eq rev locking screw: 5682431; 320-20-00 - eq reverse torque defining screw kit: 5702738; 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 5632395; 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: 5682503.

Event description:
Study: equinoxe shoulder study subject: sg308r as reported by the equinoxe shoulder study, the 79 year old male patient had an initial right tsa on (B)(6) 2018 due to instability / subluxation - patient describes multiple prosthesis subluxations. The case report form indicates that this event is definitely not related to the device and/or to the procedure. It is also indicated that other action of physical therapy was taken, components were removed, and the outcome of this event is resolved on (B)(6) 2023. (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere 510k: k063569 UDI: (B)(4) concomitants: 320-42-00 - equinoxe reverse 42mm humeral liner +0: 5669675; 300-30-10 - equinoxe preserve stem 10mm: 5488168; 320-10-00 - equinoxe reverse tray adapter plate tray +0: 5684190; 320-15-04 - rs glenoid plate r post aug, 8 deg, right: 5303430; 320-15-05 - eq rev locking screw: 5682431; 320-20-00 - eq reverse torque defining screw kit: 5702738; 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 5632395; 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: 5682503. No device return anticipated due to being a clinical trial study.